Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the iol is torn, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed.manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No non-conformance (ncr) was generated when this production order was manufactured. An unrelated deviation was noted during the review. The product met manufacturing release criteria.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an zmb00u0220 was explanted after the patient was unhappy with the quality of their vision.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.